Event description:
The customer reported that the insulin pump had a low battery alert and two hours later it shut off. The customer stated that they were not receiving the insulin basal rates for three hours. The customer was using the batteries provided by the company. No error alarms found in the history. The battery cap is not loose, cracked or damaged. The device passed the selftest. Last blood glucose value was 4.5 mmol/l. The customer was advised to monitor the insulin pump and call back issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.